Event description:
The customer stated after using a new calibrator, the quality control shifted out of range low on the architect c8000 analyzer. The customer requested an alternate lot number to try. The abbott customer technical advocate (cta) to send a replacement calibrator. A f/u with the customer revealed they had not received the calibrator sent by the cta so they borrowed a different lot from another hosp. The cta resent the calibrator to the customer. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l . An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.